Manufacturer narrative:
Although no device malfunction or possible pt injury was reported, the pt's surgical procedure had to be delayed due to the late shipment. On (B)(6) 2004 a new electronic order processing/order shipping system was implemented. Due to this implementation some orders were shipped incorrectly.

Event description:
The order was placed on (B)(6) for delivery the next day for a scheduled surgical procedure. The device did not ship until (B)(6), therefore the surgical procedure had to be rescheduled. It is unknown what type of surgical procedure was schedule.